Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for supraventricular tachycardia (svt). Review of the stored episode noted that rhythm discriminators withheld therapy initially before an atrial event was blanked and resulted in v greater than a overriding other discriminators. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.